Event description:
The locking mechanism on the chest tube fell off and opened at the slightest touch, causing an air leak. The air leak was repaired with vaseline gauze and tegaderm, but we were unable to place the alteplase and dornase as ordered. Speaking to the pulmonologist who placed the chest tube, this is the second instance of this he has seen in a month. There is concern that the equipment is malfunctioning.